Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an ICD replacement procedure, the old ICD was interrogated with the programmer without any issue. The new ICD could not be interrogated in its box; rf communication could not be established. The interrogation was cancelled manually. The programmer was restarted, but the same issue occurred again. The rf antenna cable was disconnected and the inductive head was selected. However, the ICD could still not be interrogated. After several attempts, it was ultimately interrogated, but there were numerous losses of communication. The ICD was interrogated with another programmer without any issue and was implanted.

Manufacturer narrative:
Preliminary analysis of programmer files confirmed that there were several communication errors with the cpr3 inductive head. As a result, the rf communication could never be established. The most probable hypothesis to explain the reported communication issues would be related to bad environmental conditions. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, during an ICD replacement procedure, the old ICD was interrogated with the programmer without any issue. The new ICD could not be interrogated in its box; rf communication could not be established. The interrogation was cancelled manually. The programmer was restarted, but the same issue occurred again. The rf antenna cable was disconnected and the inductive head was selected. However, the ICD could still not be interrogated. After several attempts, it was ultimately interrogated, but there were numerous losses of communication. The ICD was interrogated with another programmer without any issue and was implanted.

Event description:
Reportedly, during an ICD replacement procedure, the old ICD was interrogated with the programmer without any issue. The new ICD could not be interrogated in its box; rf communication could not be established. The interrogation was cancelled manually. The programmer was restarted, but the same issue occurred again. The rf antenna cable was disconnected and the inductive head was selected. However, the ICD could still not be interrogated. After several attempts, it was ultimately interrogated, but there were numerous losses of communication. The ICD was interrogated with another programmer without any issue and was implanted.